Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It states that the pinnacle hip acetabular component revised due to poly liner disassociation. Also, operated hip worked fine until (B)(6) 2017, when unexpectedly it began to squeak loudly as a dry door hinge. The voice was clearly audible to outsiders too. The next day, the hip started to bother and locked up so that the knee could not be raised to 90 degrees. Orthopedic surgeon told during the surgery that the artificial hip was implanted correctly. He could not even say why it was broken. Overweight should not be a cause for break because my sister has the same artificial joints in both hips and is considerably more overweight than me. She has had no problems and they have been several years, another six years and the other four.

Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device finds evidence to support an in-vivo disassociation event. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.